Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that their implant flipped a year and a half or maybe a year after implant. They stated that the device is depleted due to normal battery depletion, but they thought it would last a little longer than it did.

Event description:
A consumer implanted for spinal pain reported they couldn¿t charge the implantable neurostimulator (ins) because it had moved or flipped. As a result the consumer had trouble getting any coupling bars, but once in a while they could get one or two. During the call the antenna locate feature was used which started with a result of 56 and no coupling bars, but ended at 72 with full coupling bars, but after a little bit the bars disappeared so there were none. It was suggested the consumer use adhesive discs to help reduce movement after good coupling, but the consumer declined. The consumer was redirected to their healthcare provider (hcp) regarding the device issue, but stated they didn¿t want another surgery to fix the shifted ins. No patient symptoms were reported and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-02 from a manufacturer representative. It was reported that the patient was unable to charge due to battery location. The battery felt like it may be flipping as well. It was reported that there were no diagnostics or interventions taken. The implantable neurostimulator (ins) was going to be replaced with a non-rechargeable ins but the surgery was only planned at this time. The issue was not yet resolved. Patient weight and medical history were asked but would not be made available. The patient was reported to be alive with no injury.